Manufacturer narrative:
Tandem¿s t:slim x2 g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose levels ranged between 125-350 mg/dl. Reportedly, the customer does not perform the proper air removal process when loading the cartridge.